Event description:
Lpn was attempting to give medication by injection site tubing on venous blood chamber. Clamp was in clamped position. When plastic luer cover was removed in order to attach syringe blood started coming out of tubing. Luer lock syringe was placed over opening. Close exam noted. Crack in white clamp on injection line.

Event description:
Pt care tech was placing venous blood tubing on machine and clamping injection site tubing clamp located on venous blood chamber). While clamp broke and tubing was removed from machine and new set used.